Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody leak coming from the differential mix chamber of the unicel dxh 800 coulter cellular analysis system (dxh 800). There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found stopper material in the drain port of the nucleated red blood cell (nrbc) mixing chamber preventing the chamber from draining. The fse flushed the drain port to remove debris. The fse verified the repairs were performed per the established procedures.

Manufacturer narrative:
(B)(4).